Event description:
Patient receiving IV fluids of d5ns with IV pump in place. Patient had hypoglycemic episode with blood sugar at 28 and 31 around 0600. At approximately 0630, it was noted that the IV pump was not functioning. Based on the fluids left in the bag, approx 600-700cc of fluid infused and pump malfunctioned around 0330-0430. Pump was removed by ns and sequestered by the (B)(4).